Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load cartridges with 200 units of insulin. The customer's blood glucose level was 212 mg/dl. A new cartridge was loaded successfully.